Event description:
Per the audiologist, the patient underwent revision surgery in 2009, due to an infection and skin overgrowth at the site of the fixture. The physician indicates the site is healing well, and the patient is doing well.

Event description:
It was reported that during a single port laparoscopic colectomy procedure, the trocar was leaking pneumo from the housing. A new one was used to complete the procedure. There was no pt impact. The trocar was discarded.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, revision surgery for skin overgrowth at the edge of the abutment took place (B)(6), 2010.(B)(4). Implanted device remains.